Manufacturer narrative:
Unit received with all operating currents within spec and passed self-test, unexpected restart alarm error test and displacement test. No unexpected low battery, weak batt, battery out limit or failed batt test alarms noted during testing. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged on the top of reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the piece of pump has fallen off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.